Event description:
The lengthener was applied for the treatment of a pediatric varus correction to be followed by the lengthening process. However, the lengther locking nut could not be opened when the doctor attempted to start the lengthening process approximately five days into the treatment. The doctor delayed the process by one day and since there was callus formation present at the osteotomy site, he brought the patient back into the office where the lengthener was removed and a fixator applied to temporarily hold the treatment site in place. Then, during the same office visit, the doctor applied a new lengthener to start the lengthening process.